Manufacturer narrative:
The insulin pump had no down arrow button response due to an unlocked keypad connector. The displacement test could not be performed due to the unresponsive button. The insulin pump was received with a cracked reservoir tube lip, cracked case at a display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
Customer reported issues with the insulin pump. Customer states that the buttons of the insulin pump are unresponsive. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.